Event description:
The user facility reported that the guide wire coating "stripped off" during a procedure. The patient was reported to be "stable" following the procedure with no complications from the event. No other additional event specific information was able to be provided by the user facility.

Manufacturer narrative:
Results is based on evaluation of user facility information & the returned sample; evaluation of undamaged sections of the returned sample. Conclusion is based upon evaluation of user facility information & the returned sample; evaluation of undamaged sections of the returned sample. The involved device was received for evaluation by qa at the manufacturing facility on (B)(4) 2012. Examination of the device confirmed that: (1) there was a kink in the wire at approximately 5-mm from the distal end of the device; (2) the urethane coating had been peeled away from the core wire starting at approximately 1572-mm from the distal end and continuing for approximately 6-mm; (3) the partially detached coating was then rolled in the proximal direction exposing a portion of the core wire; and (4) measurement of the rolled-back section of poly-urethane coating indicated that approximately 3-mm of the coating material was missing. Although the exact cause cannot be determined based on the available information, the appearance of the return sample is most consistent the guidewire having been damaged by use with some type of rigid instrument that was being used during the procedure. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the outer polyurethane coating. Specific statements include the following: (1) "do not manipulate or withdraw the glidewire through a metal needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; (2) "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and (3) "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).